Event description:
The patient was being implanted with an afx2 bifurcated stent graft and a afx vela infrarenal to treat an abdominal aortic aneurysm (aaa) on (B)(6) 2025. It was reported that during the step of the contralateral wire snaring and retraction, some resistance was noted. During the retraction, the introducer came out of the vessel by mistake. It was reinserted back into the vessel and the procedure proceeded as usual. An angiogram was not performed until the end of the procedure because the patient had renal insufficiency. The lowest renal position was identified with a guide wire and with 3d reconstruction software. The final angiogram showed complete exclusion of the aneurysm. The vela infrarenal was intentionally placed slightly below the renal artery as the aortic neck was long and the priority was to ensure not to cover the renal artery. At this moment, before the access closure, a thin and twisted metallic wire was noted within the external left iliac artery on the contralateral side and the decision was made to implant a covered viabahn (non-endologix) stent to safely keep it on the vessel wall. The patient condition was reported as doing good and no adverse consequences have been noted. After the procedure it was noted that a small piece of micro wire from the delivery system contralateral wire may have been slightly damaged. The delivery system is being returned for evaluation.

Manufacturer narrative:
The delivery system involved in this event was returned for evaluation and it's evaluation is pending. The stent graft will not be returned as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. Endologix received one (1) afx2 bifurcated stent graft system (bsgds) and one (1) afx introducer system (is) that were returned for an evaluation. The devices were shipped in a large shipping box, within original packaging that was wrapped in a red biohazard bag and a clear biohazard bag. Upon receipt of the device there was blood and tissue residue throughout the device. The devices were decontaminated. A visual evaluation was conducted. The afx2 bsgds had several kinks on the outer sheath. The afx is had several kinks on the outer sheath. The exact cause of the kinks cannot be determined. The snare was determined to be intact. Upon visual inspection the contralateral covering micro wire appeared unremarkable. Endologix was able to confirm device damaged during use. The root cause could not be definitively determined. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows that the device damage during use and detachment of components (contralateral wire) are confirmed. This is consistent with the reported adverse event/incident. The distal diameter of the left common iliac artery measured 8.5 mm and the right measured 8.9 mm, both below the recommended range of 10¿23 mm per IFU. It is unclear if the off label iliac anatomy contributed to the reported event. The superior stent margin of the non endologix stent (snaring of contralateral wire site) in combination with the thickened calcifications could have contributed to the reported event but could not be conclusively determined. Device, user, procedure or anatomy relatedness of complaint could not be determined. Procedure related harms could not be determined. The final patient status was not reported. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Corrections: g3: awareness date has been updated. H6: investigation type codes: remove code 4118. H6: investigation finding codes: remove code 3233. H6: investigation conclusion codes: remove code 11.